Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the reverse trigger on the small battery drive device was sticking. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and noted that the reverse trigger was sticking. It was also noted that the trigger components were worn, electric motor draws more than 0.5 amps, electronic control unit was damaged, coupling head was worn and bearings were damaged. Therefore, the reported condition was confirmed. The assignable root cause was due to component wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.